Manufacturer narrative:
Alarm trace indicated several sample short and sample clot detection alarms. Calibration and qc recovery were within acceptable limits. Based on the provided information the root cause is most consistent with a preanalytical issue.

Manufacturer narrative:
Additional information was provided for this event by the customer. Clarification from the customer regarding the additional information was requested but not provided. Section d4 was updated with three analyzer serial numbers used for patient testing. The cortisol reagent lot number used for patient 1 and patient 2 were requested but not provided. The cortisol reagent lot number for patient 3 and patient 4 was lot 440981. The expiration date of the reagent lot used for patient testing was requested but not provided. The date of testing for patient 3 and patient 4 occurred on (B)(6) 2020. Patient 3 had an additional cortisol result of 0.1 ug/dl. This result was not reported outside the laboratory.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter received questionable low elecsys cortisol ii results for four patients from a cobas 8000 e 801 module. The initial results were not reported outside the laboratory. The customer performed repeat testing for confirmation. On (B)(6) 2020, patient 1¿s initial cortisol result was 0.0687 ug/dl, and the repeat results were 9.53 ug/dl, and 9.25 ug/dl. On (B)(6) 2020, patient 2¿s initial cortisol result was 0.1098 ug/dl, and the first repeat result was not generated due to an instrument alarm. The two other repeat results were 10.185 ug/dl and 10.7 ug/dl. On (B)(6) 2020, patient 3¿s initial cortisol result was 0.0544 ug/dl with a data flag, and the repeat result was 0.09551 ug/dl. On (B)(6) 2020, patient 4¿s initial cortisol result was 0.093 ug/dl, and the repeat results were 20.5 ug/dl and 20.4 ug/dl. Cortisol reagent used for patient testing was 411622 with an expiration date of 31-may-2020.